Event description:
It was reported that the attempted implant of this right ventricular (rv) lead in the left bundle branch (lbb) was unsuccessful as it exhibited high thresholds and asystolic rhythm for some seconds while the atrial lead was being implanted. The physician observed in fluoroscopy the rv lead body had advanced while the lead tip remained in the same place after fixation, creating a sharp bend. The physician pulled some slack to fix the sharp bend, but the thresholds remained high. The physician decided to replace the rv lead with a new lead. No additional adverse patient effects were reported. The device was retained by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.